Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: 14-nov-2020 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device mfg date: 10-jun-2019, labeled for single use: yes (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited dislodgement, under-sensing and high thresholds during the implant procedure after the tether was cut. The physician pulled the wrong end of the tether during tether removal causing the tether pin to get caught on the back end of the delivery system. The leadless ipg system was removed and replaced. No patient complications have been reported as a result of this event.